Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. The information for the 510k is as follows: g4: PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a flu a negative result for one (1) patient was obtained from a veritor analyzer. The user visually observed a positive line for flu a after leaving the used cartridge sitting on the counter for 30 minutes to an hour and questioned the analyzer result. It is stated that no further information is available and there is no report of confirmatory testing. It should be noted the action of visually reading a test cartridge is considered off-label use of the product. The patient was called back to the clinic and recovered with no adverse health impact reported. Eua (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number unknown. The customer reported that they are receiving negative results on the analyzer, but are visually observing the test turn positive after it has sat on the counter for 30 mins to an hour. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. Quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a flu a negative result for one (1) patient was obtained from a veritor analyzer. The user visually observed a positive line for flu a after leaving the used cartridge sitting on the counter for 30 minutes to an hour and questioned the analyzer result. It is stated that no further information is available and there is no report of confirmatory testing. It should be noted the action of visually reading a test cartridge is considered off-label use of the product. The patient was called back to the clinic and recovered with no adverse health impact reported. (B)(4).